Manufacturer narrative:
Interrogation of the pump found that it was delivering 2,000 mcg/ml fentanyl at 674.9 mcg/day. Analysis of the pump found there was high resistance with the pump battery. Conclusion: if information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned for analysis. There was no known issue with the device. The drug being delivered and the indication for use was not reported. There were no further complications reported/anticipated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider on 2017-dec-08. It was reported that the reason for explant was because the pump flipped over in the patient's abdomen, and they were unable access the port. The patient's weight at the time of the event was provided. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device was indicated for non-malignant pain and chronic low back pain.